Manufacturer narrative:
It was reported that upon opening the contents of the kit, the single use disposable impactor handle was found to be broken. The surgeon inserted a marking pen into the canal of the handle and wrapped it tightly with coban to proceed. Surgery was completed successfully. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that upon opening the contents of the kit, the single use disposable impactor handle was found to be broken. The surgeon inserted a marking pen into the canal of the handle and wrapped it tightly with coban to proceed. Surgery was completed successfully.